Event description:
It was reported that the device had a sensing/detection problem as there was no diagnostic information regarding sensing/pacing events. All counters were noted to be zero. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned. Performance data was received, analyzed, and no anomalies were found. (B)(4).